Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a flexiva ID 200 laser fiber was opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, it was noted that the laser fiber was broken near the connector. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.